Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified system was down. Review of system log file could not confirm the malfunction. Upon troubleshooting, it was identified that the lights on the host pc were not coming on and host pc battery was low. Fse replaced the host pc battery, but issue persisted. The philips engineer replaced host pc and installed new licenses. The defective pc was returned to philips for further analysis. The analysis confirmed the host pc failure and identified that video/screen was malfunctioned and no video out. After replacement and licenses installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not turn on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.